Event description:
It was reported that during a customer's preventative maintenance testing, a spectrum pump alarmed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. Evaluation also found severed motor mount screws that may have contributed to the reported symptom. The failed motor assembly and mount screws were replaced.